Event description:
I have been using soft contacts for yrs. A few months back, I purchased a bottle of amo complete moisture plus-no rub, a multi-purpose solution which I started to use. A little time later, I was having problems with my eyes. I had severe redness, glassiness of the eyes, itching, eye sensitivity to light, and severe pain. I had these symptoms for about two weeks thinking it was maybe allergies. It got so bad that it was the first I had to take time off of work to go to the eye dr. He diagnosed me with acanthamoeba keratitis. This is the same condition that the cdc issued a warning for on 05/27/07. The warning linked this condition to the use of a-m-o complete moisture plus-no rub, a multi-purpose solution. Used five months, daily.